Event description:
The device was returned for evaluation. Upon return, a mock infusion was attempted to be run on the pump. The red pump alarm alerted after the pneumatics cycled. The compressor was attempting to charge but would alarm when it couldn't be completed. An engineering pneumatic plate was run in the pump to confirm the compressor failure. Additionally, during the internal inspectional for damages in the device it was found the retaining plate was cracked and the lip seals have excessive debris built up on them. Both the fva lip seals and loading pin lip seals and their channels were cleaned with alcohol. The fva and loading pin lip seals will be removed and replaced during the repair process. The mr sticker on the back of the device has air bubbles under it. The air compressor, retaining plate, and mr sticker will all be removed and replaced.

Event description:
The following has been reported: biomed reported: "there was no patient harm involved. (B)(6)- alerting service needed. A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.